Manufacturer narrative:
The manufacturer previously reported they received information alleging a trilogy evo ventilator had a faulty screen. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. During the evaluation of the device, the issue could not be duplicated. The device screen functioned as designed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo ventilator had a faulty screen. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.